Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when their aligners are off they cannot chew well because their front bottom teeth hit the front top teeth. This does not allow their side teeth to bite all the way down to chew. A posterior open bite can be seen on the right side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.